Manufacturer narrative:
The device was returned for analysis. The reported difficulty inserting the guide wire was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique via a 5f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, a non-abbott guide wire was used with the first proglide; however, when attempting to introduce the guide wire through the proglide device the guide wire did not pass. The guide wire was then introduced into the proglide device by the proximal extreme and the guide wire was able to pass. A second proglide device was successfully pre-placed. The sheath was upsized to a 16f and the evar procedure was completed. Hemostasis was achieved with the pre-placed sutures of the first and second proglide devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.